Event description:
It was reported that the patient had a hematoma. The patient was rear ended while driving home from their wound check and the seat belt was directly over the device. The pocket was very tight so it was made deeper. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.